Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in the 3ml bd luer-lok¿ syringe. No report of injury or medical interventions.

Manufacturer narrative:
One photo and one sample were received. The sample was a biohazard risk and not sent in a proper container not decontaminated. Therefore, it was not evaluated. The photo was evaluated. A 3ml syringe with needle attached and filled to 3ml with clear unidentified liquid with numerous bubbles was depicted in the photo. The barrel was wrapped at the bottom near the tip with a type of white unidentified material. A small piece of white foreign matter was seen apparently floating around 2ml marking in the fluid path. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The material in question is sold as 3ml ll bullk non-sterile, without needle and without any solution inside. The sample provided for investigation has been manipulated. Therefore, it is not possible to determine the potential source of the foreign matter and not possible to confirm whether it was introduced at the syringe manufacturing process or at some point after the syringe left the manufacturing plant. No corrective actions are necessary since the defect could not be confirmed to originate at the product manufacturing facility. No preventive actions are necessary since the defect could not be confirmed to originate at the product manufacturing facility. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was foreign matter in the 3ml bd luer-lok syringe. No report of injury or medical interventions.